Event description:
During circuit priming, clear prime fluid was leaking out quadrox ID gas exhaust port. A new pack was opened and oxygenator changed out prior to use on patient. I have the quadrox and can return it if needed. It was not exposed to blood so a biohazard kit will not be needed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal complaint #: (B)(4).